Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll euro 200 s/c had the stopper separate from the plunger. The following information was provided by the initial reporter: " I would like to contact you about an isolated quality defect observed on a 3 ml syringe (ref: 309 658, lot: 9073600) where there is a disassociation between the plunger and the plunger seal. The device is available for a possible expertise. This device is not contaminated because it is not used in a patient, nor does it contain traces of medication."

Event description:
It was reported that syringe 3ml ll euro 200 s/c had the stopper separate from the plunger. The following information was provided by the initial reporter: " I would like to contact you about an isolated quality defect observed on a 3 ml syringe (ref: (B)(4) lot: 9073600) where there is a disassociation between the plunger and the plunger seal. The device is available for a possible expertise. This device is not contaminated because it is not used in a patient, nor does it contain traces of medication."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-10. H6: investigation summary: one 1ml syringe in an opened blister pack from batch 9073600 (p/n 309658) was received and evaluated. It was observed the tip of the plunger rod was broken off inside the stopper, which was rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.